Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 610 mg/dl. Troubleshooting was performed, and found that the customer had only bolused twice today. Also, the last bolus prior to today's was on (B)(6), 2010. The insulin pump passed the prime and high pressure tests. Also found that the customer was using lot 8 infusion sets. Advised the customer to discard all sets from lot 8. Nothing was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.